Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on 06/01/2018 stating that a non-physiologic signal on the rv rate sense was observed on the presenting electrogram. This signal was sustained for a few second but only oversensed for less than a second with just a couple of markers. Noise looked fine and fuzzy which was a muscle noise characteristic. Health care provider will discuss this with the physician to plan for revision and for further evaluation. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).